Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was turned on from storage mode and subsequently multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level as customer was not using pump at time of malfunction.